Event description:
Per independent repair center statement the unit was alarming. The key failure was the 4 way valve was alarming and shutting down. Additional malfunctions include the sieve beds were dusted, and the fitting receptacle was cracked.